Event description:
The haptic of the lens did not come out of the delivery device correctly. The haptic of the lens may have touched the patient's eye, however, the doctor did not implant the lens.there was no patient injury.

Manufacturer narrative:
This form was completed by the manufacturer.